Event description:
It was reported that the health care provider (hcp) attempted to aspirate the catheter and do a dye study but was unable to aspirate the catheter from the catheter access port (cap). The location of the catheter issue was unknown. It was indicated x-rays were also done however the results were not reported. No patient symptoms were reported. A catheter revision was scheduled. It was later reported that the device system was used to deliver methadone and clonidine. The patient was reportedly doing well and it was noted the hospital had discarded explanted equipment.

Manufacturer narrative:
(B)(4).